Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open peritoneal therapeutic procedure, while closing, the device thread broke. Replacement for another unit was done to complete the case. There was no patient injury.